Manufacturer narrative:
Covidien/medtronic reference number : (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs fully inflated and deflated. There were no deformations or anomalies observed in the device. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that prior to use, the cuff didn't deflate. There was no patient involvement.